Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The system was found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system would not boot up prior to a case. The 9600 system had to be removed and the procedure was completed with another system. No pt injury was reported.